Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had cracks in her insulin pump. Customer's blood glucose was 221 mg/dl at the time. Customer had cracks in 2-3 places around the reservoir compartment, around the battery compartment near the cap, and on the lcd display. Customer stated that it was just general wear and tear. Customer was in the hospital twice last week due to blood glucose being too high and too low. Customer stated that her health care professional took her off the pump and she is on manual injections. Customer stated that the display can be read and was advised that the pump will be replaced. Customer was hospitalized on (B)(6) 2016 with a blood glucose reading of 29 mg/dl. Customer was found passed out in her bed by her daughter and the ambulance was called. They gave her some juice and took her to the hospital. Customer was released on the same night. Customer also called 911 on (B)(6) 2016 for high blood glucose, pneumonia, and ketones. Customer was treated at the hospital.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.